Event description:
The catheter and tricuspid valve were detached. The separated portion of the catheter had migrated into the stomach. The portion was removed endoscopically. The indwelling period was 6 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated.